Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent an unrelated procedure and ipg was not placed in surgery mode. Ipg was unable to be connected with external devices. Company manufacturer met with patient and troubleshooting was able to reconnect and ipg was paired. Therapy was restored.